Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. Customer's blood glucose level was 114 mg/dl. Troubleshooting was done and insulin pump did not return to normal function. Customer was advised to revert to back up plan per healthcare professional's instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify e15, e13/a13 alarm due to blank display.